Event description:
It was reported that during the implant attempt, the helix of the right ventricular (rv) lead would not extend despite multiple attempts. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis revealed the helix of the lead was extrinsically bent, the low voltage electrode of the lead was covered in blood, and there was dried blood within the sleeve head. Visual summary analysis indicated lead damage at implant.